Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: did 2 devices fail to activate in this procedure?...yes. Did the issue occur during 1st activation? ¿no information. Was no exudate suctioned in the reservoir after 1st activation? ¿no information. How long after the activation was it noticed the device cannot be activated? ¿it was noticed that the device could not be activated shortly after the activation. (When trying to activate the reservoir, it was not activated.) Was there failure of plate locking mechanism? ¿no information. Were all connections secure? ¿no information. Was the anti-reflux valve found detached/closed/opened? ¿no, it wasn¿t. Was leakage detected? ¿.no, it wasn¿t. If so, where?

Event description:
It was reported that the patient underwent a total gastrectomy procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, it was noticed that the device could not be activated shortly after the activation. When trying to activate the reservoir, it was not activated. There were no adverse patient consequences reported.

Manufacturer narrative:
Actual sample was returned and evaluated, all components were found in place and in good conditions. Cap was connected to the port and all ports were in good condition. The plate was able to be opened and closed. The end device functioned properly.